Event description:
Customer stated that the meter was showing a low battery on the display. The customer changed the battery and now the meter is missing segments on the display screen. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.